Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the microscope jig had a damaged led. It was reported that the microcal application software showed that led 2 on the unit was continuously red. It was noted that the led was red when the jig was placed directly in sight of the camera. There was no patient present when this issue was identified. Additional information was received stating that the instrument is used as calibration jig. It is used to calibrate the microscope with the navigation systems and it is not used for clinical cases.